Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information during tensioning, the dynamic anchor broke apart in two pieces. The outside piece of the anchor with barbs stayed inside patient, while the inner piece of the adjustable component on the anchor came out with suture still attached. Sling was removed and a new sling was implanted successfully.